Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/08/2025, the user reported receiving simultaneous alerts on the ilet. The device was restarted and alerts did not recur. Blood glucose was not affected.